Event description:
It was reported that during a routine follow-up, the physician interrogated the device and found one atrial lead impedance measurement out of range in addition to poor atrial capture values. No adverse event occurred and the patient condition is good.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.